Event description:
On (B)(6), the patient stated that his ok button is intermittently activating desired pump functions when pressed. He says that sometimes he has to press it a number to times to get it to respond. The issue has been occurring over the past three weeks. He says the down arrow button sometimes intermittently activate pump functions as well. He says the up arrow and contrast buttons are working fine. The patient denies any tears or issue with the keypad rubber. The patient sometimes uses alcohol to clean the pump. The animas representative instructed the patient not to use chemicals but to use dish detergent with water and a soft cloth if needed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/06/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the ok keypad button symbol was worn but the keypad rubber was fully intact. Evaluation revealed that the ok and up arrow keypad buttons were intermittently unresponsive and the up arrow and contrast keypad buttons responded appropriately. The keypad buttons had normal spring back and click. There was evidence of keypad contamination found under the keypad buttons.